Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced infusion set tubing bent event on (B)(6) 2024. The blood glucose level was 354mg/dl. No further information was available.